Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the tips on the pk dissecting forceps instrument was not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tips not aligned. Upon visual and microscopic inspection, the grips met fully. No misaligned observed or damage to the grips. 48- failure analysis investigation also found a broken pitch cable. The pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.